Manufacturer narrative:
Event date: the initial medwatch report indicates: (B)(6) 2015. The initial medwatch report should indicate: (B)(6) 2015.

Event description:
It was reported to physio-control that the customer's device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the removed power pcb assembly. Physio-control determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u5 on the power pcb assembly, being shorted between pins 12 and 13. This ic chip, designator u5 being shorted between pins 12 and 13, caused the device not to power on.